Manufacturer narrative:
One 8.5f braided swartz introducer was received for evaluation. The sheath was fractured at the base of the hub. The fractured sheath's circumference remains round, no other visible anomalies were observed. X-rays were taken which confirmed the headed portion of the sheath was properly positioned during the hemostasis molding operation. The cause for the reported fracture remains unk. Review of the device history records confirmed this lot met mfg requirements prior to shipment. Date report submitted to FDA by MFR: 05/07/2010. Date the initial reporter provided the info to the MFR: (B)(4) 2010.

Event description:
It was reported upon insertion of the sheath, the physician noted blood leaking back from the valve area. Upon inspection, it was noted that the sheath was split just below the valve. No pt consequences were reported.